Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative on 2017-feb-28. It was reported that the values for the expected residual volume (erv) and actual residual volume (arv) for the volume discrepancy of 6-7 ml more than expected observed on (B)(6) 2017 were not known. It was noted that the patient did not experience any symptoms prior to the motor stall. As troubleshooting performed, they tried to reprogram the pump but the motor stall never recovered. A bolus was programmed and the pump was reprogrammed on a saturday night and when they went to check on sunday morning the rotors never recovered from the stall. The causes of the volume discrepancy and motor stall were not determined. The pump was replaced. Further information was received from the hcp on 2017-mar-09. It was reported that there was no volume discrepancy found and that the date of the refill was (B)(6) 2017. It was indicated that the computer reservoir volume was 10.6 ml and the actual volume removed was 10.0 ml. No troubleshooting or causes related to the volume discrepancy or motor stall were reported. It was indicated that a surgeon was replacing the pump. Pump logs from telemetry at the last refill that were examined on (B)(6) 2017 at 10:19 and 11:03 were submitted. The logs showed that the pump was being used to deliver baclofen [2,000.0 mcg/ml] via flex infusion mode. Pattern 1 of the infusion mode was monday-sunday with a basal rate of 42.0 mcg/hour with the following changes: dose of 75.0 mcg at 5:30 with a duration of 00:03 minutes at a rate of 1,499.9 mcg/hour, dose of 75.0 mcg at 14:00 30 with a duration of 00:03 minutes at a rate of 1,499.9 mcg/hour, and a dose of 50.0 mcg at 19:30 with a duration of 00:03 minutes at a rate of 1,000.9 mcg/hour for a daily dose of 1,202.6 mcg/day. The log examined at 10:19 showed the reservoir volume was 10.6 ml as reported. There were no other remarkable events in the logs.

Manufacturer narrative:
Analysis of the pump on (B)(6) 2017 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft-bearing. The previously applied conclusion code is no longer applicable. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Event description:
Additional information was received via (B)(6). The caucasian patient's weight was (B)(6). Concomitant medications the patient was receiving included zonisamide (dates of administration were unknown). The patient's medical history included a seizure disorder, spastic quadriplegic cerebral palsy, and developmental delay. On (B)(6) 2017, the patient started therapy with intrathecal baclofen. The patient's withdrawal symptoms were clarified as itching and shaking. At the time of those symptoms, the patient's family heard the pump alarming. On (B)(6) 2017, a pump motor stall occurred and the patient's pump did not restart. The pump was restarted and a 100 mcg itb (intrathecal baclofen) bolus was given, and with that bolus, the patient had symptomatic relief. On (B)(6) 2017, the patient was seen in the emergency room and was given ativan. The patient required hospitalization. The admitting diagnosis was baclofen withdrawal and the was treated with IV fluid boluses along with lorazepam, phenacemide, tizanidine, and oral baclofen. On (B)(6) 2017, the patient's pump was replaced. The patient was restarted at his previous intrathecal baclofen rate of 1202.6 g/day. On (B)(6) 2017, the patient as "dismissed" following the baclofen pump revision. No additional information was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving baclofen [2000 mcg/ml] at a dose of 1200 mcg/day via an implantable pump for intractable spasticity. It was reported on (B)(6) 2017 that a motor stall was seen at initial interrogation and that the patient did not recently have a magnetic resonance imaging (MRI) procedure done. It was noted that the motor stall occurred on (B)(6) 2017 with a stopped pump period may exceed tube set message on (B)(6) 2017 and no recover to date. Per the event logs, the stall occurred at 23:41 with no other stalls recorded in the event logs. On (B)(6) 2017, the representative was notified by the hcp of the issue and programmed a 100 mcg bolus due to patient¿s withdrawal symptoms that began on (B)(6) 2017 and worsened on (B)(6) 2017. It was indicated that oral baclofen was administered. It was also noted that at the last pump refill on (B)(6) 2017, there was a reservoir volume discrepancy of six to seven ml more than expected. It was indicated that the representative would confer with the hcp regarding considerations of silencing audible alarms, pump replacement, programming minimum rate, and covering the patient with non-pump medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.